Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device exhibited a foreign material on groove/gap of the distal end. The issue occurred during an unspecified procedure. There were no reports of delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed the presence of foreign material, and the material was identified as a stent that was stuck in the biopsy channel. There was no deformation or damage of the biopsy channel. It was unknown if there were any deviations from the cleaning disinfection and sterilization (cds) steps provided in the instructions for use (IFU). A definitive root cause of the clogged stent could not be determined. Olympus will continue to monitor field performance for this device.